Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her blood glucose readings from the meter were not being transferred to the insulin pump. During troubleshooting, customer mentioned to be hospitalized twice for high blood glucose. Customer's blood glucose was 600 mg/dl. Customer could not remember the medication and intervention given to her. Customer will not be returning the device for analysis.